Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the ER and loss of capture and high impedance, >1800 ohms, were noted. High thresholds were also reported. A day later, the bipolar impedance had decreased to 550 ohms and the threshold decreased to 1 volt. It was also reported that in (B) (6) 2009, the bipolar impedance had increased to > 1000 ohms. The lead was replaced. No patient complications were reported as a result of this event.